Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a patent foramen ovale (pfo) interventional procedure. Reportedly, when the needle plunger was removed after deployment, the suture was removed with the plunger (did not deploy to capture vessel). Additionally, when the lever was closed to retract the foot after deployment, the foot did not retract. An attempt was made to open and close the lever; however, even though the lever closed completely, the foot did not retract. The device could not be removed; therefore, a vascular surgeon was called in and cut down surgery was performed to remove the device from the patient anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The malposition of the device, difficult to open or close, and the entrapment of the device could not be confirmed due to the condition of the device and due to operational circumstances, that cannot be replicated in a test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction of the foot with patient anatomy/tissue which may have occurred due to a mal position of the device as evidenced by the reported ¿did not deploy to capture vessel¿. In this condition the foot can be forced up and out of the guide, when opening and closing the foot. Thus leading to the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: mw#5111150.

Event description:
Subsequent to the previously filed medwatch report, user facility medwatch report, mw#5111150 was received stating: describe event or problem: malfunction of the perclose closure device with foot pad remaining elevated despite pushing the tab down which usually will close the device resulting in the device embedded in the iliac muscle wall that required surgical resection to remove. FDA safety report ID# (B)(4)."

Event description:
Subsequent to the previously filed medwatch reports, additional information was received. The patient reported that he was unable to walk properly or work for two months after surgery. Follow up with the account reported that the pain was reportedly due to the cut down surgery/incision. There was no reported infection or any other issue reported with the access site. No additional information was provided.

Manufacturer narrative:
The reported patient effects of pain is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. H6: health effect clinical code 4582 removed.